Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient experiencing presyncope presented in to the emergency room (ER). An external monitor showed that the pacemaker had a pause the night before the patient presented in the ER, a drop in r-wave sensing, and intermittent oversensing. Real time monitoring also revealed failure to capture on the right ventricular channel. The cause of the issue could be specifically deduced to the pacemaker or the right ventricular lead. Programming changes were made and alleviated patient symptoms, but did not resolve the issue. On (B)(6) 2018, the pacemaker was explanted and replaced and the right ventricular lead was capped and replaced. The patient was stable post procedure.